Manufacturer narrative:
A ge rep has not yet reported on eval of the system. (B) (4).

Event description:
The customer reported the vertical column will not move up or down. No pt injury was reported.